Event description:
Study: (B)(6) mhp tha evaluation of safety and efficiency (442) it was reported that a patient underwent an initial hip arthroplasty on february 1, 2013. Subsequently, a revision procedure due to stem loosening was performed on (B)(6) 2021.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Additional information received: pre-revision x-ray. Surgeon name: (B)(6). Initial surgery hospital name: (B)(6). Initial surgery performed by: (B)(6). Patients age at initial surgery: 58 years. Patients weight at initial surgery: 79kg. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
Study: eu88 mhp tha evaluation of safety and efficiency (442) it was reported that a patient underwent an initial hip arthroplasty on (B)(6), 2013. Subsequently, a revision procedure due to stem loosening was performed on (B)(6), 2021.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, b7, g3, g6, h1, h2, h10. Additional information received: patient's history and the associated product information received. Associated product information: description: optiplug 10mm. Item: 4361. Lot: 200781b . Previous medical history: shoulder operation (right). Hip replacement (left) . Hypothyroidism . Ovarian cyst. 2010 sliding diaphragmatic hernia. 2010 chronic renal insufficiency (nephrosclerosis, nsaids). 2013 total hip replacement (right). 2014 angina pectoris. 2015 chronic renal damage stage IV. 2018 october: gastroenteritis. 2019 ophthalmic migraine . 9-11-2020: revision of total hip replacement (left) . No external conditions / factors. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). This final report is being submitted to relay additional information. Complaint summary: product has been returned to biomet UK ltd for evaluation and forwarded to a research engineer for investigation. A review of the device history records did not identify any discrepancies that would have contributed to the reported event. This device is used for treatment. No compatibility issues were noted. A review of the complaint database over the last 3 years has found no similar complaints for the item mhp1010-13. Examination of the product found that the main body of the mhp stem, appeared burnished in some regions, in particular around the lateral distal end and around the medial proximal region below the collar, which is indicative of loosening of the component. Some scratches could be seen around the neck of the femoral stem, likely caused by instruments used during revision and when the femoral head was disassembled. Some indentations were observed on the inferior and superior side of the taper of the received mhp stem, also likely caused by instruments used to hold and extract the stem during revision. Debris were observed within the joint space on some of the provided radiographs. Gaps or radiolucent regions between the cement mantle and the patient¿s bone were also observed on the provided radiographs, laterally to the proximal and distal portions of the stem, as well as some possible bone remodelling around the distal end of the femoral stem. Surgical notes from the revision surgery also confirmed the loosening of the femoral stem, and informed that the acetabular cup had been implanted in slight retroversion, although this was found well fixed and was left in vivo. It is not possible to confirm the root cause of the femoral stem loosening in this instance, however the patient¿s scoliosis, third body debris within the joint space and sub-optimal positioning of the acetabular cup, as reported during revision, may have been contributing factors. CAPA: no corrective or preventive action required at this time. The investigation is completed based on current available information. If any further information is found which would change or alter any conclusions or information, a supplemental will be submitted accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Study: (B)(6) mhp tha evaluation of safety and efficiency (442) it was reported that a patient underwent an initial hip arthroplasty on (B)(6) 2013. Subsequently, a revision procedure due to stem loosening was performed on (B)(6) 2021.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and corrected information. D10 - medical devices: unknown 32 mm head; item#: unknown, lot# unknown. Hwal arcomxl allpoly 32idx48od; item# xl-223248; lot# 896060. Further to this complaint being re-opened, it has been further investigated as applicable. With the available information, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Initial report. Report source, foreign: (B)(6). The product has been requested to be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
The clinical study reported that a patient underwent an initial hip arthroplasty on (B)(6) 2013. Subsequently, a revision procedure due to stem loosening was performed on (B)(6) 2021.